Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - it was reported that during a follow up it was noted that the pacing impedances of this right ventricular lead were low and out of range. The device was in back-up mode and noise was also noted on the ventricular channel. An insulation issue was suspected. Reprogramming was performed to avoid a revision procedure due to the patient's declining health condition.